Event description:
It was reported the pt was no longer receiving effective stimulation. X-rays verified the leads were in the correct location, the anchors and header were also fine. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.